Event description:
A surgeon reported that during a glaucoma filtration implant procedure, there was no flow of aqueous humor and the shunt was suspected to be clogged. The shunt was removed and replaced with another shunt in the same procedure. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been one similar complaint reported in the lot number. Additional info has been requested. (B)(4).